Manufacturer narrative:
The investigation into the purge leak pump issue has been completed. The impella pump was returned for investigation. Bench testing was performed on the returned purge cassette and purged without issue or alarms. The logs were returned, and no open purge system alarms were found. A piston blocked alarm occurred in the logs before the impella cp was plugged into the console. This alarm occurred throughout case start with the pump and only cleared when the cassette was removed. The controller was restarted, and the cassette was plugged in and the pump went through case start without any issues the second time. The pump and cassette were still removed after case start and the site reported that the issue was not fixed. The logs show no alarms during the second case start. The console was then restarted for a third time and the cassette and pump were replaced. The root cause of the purge system open alarms was most likely a use related issue during case start as the issue was unable to be reproduced and the logs do not show any alarms that correlate to the purge system open alarm mentioned in the complaint. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi section: cleaning as noted in the impella IFU ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, race and ethnicity unknown, noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the pump failed to purge and was not placed in the patient. Reportedly, according to the hospital staff, the console displayed "purge system open" alarm despite verifying appropriate connections through purge line, replacing purge cassette, de-airing line, disconnecting/reconnecting white console cable, and restarting the controller. This device was not placed and a new impella was successfully placed. There was no patient harm reported.